Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient's right hip was revised due to wear of the competitor liner. A stryker femoral head was revised to a larger lfit c-taper head.